Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: (B)(4) lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital and was found to have a systemic infection with vegetation noted on the leads. Cardiac resynchronization therapy defibrillator (crt-d) system extraction was temporarily postponed due to pulmonary edema and the system was subsequently removed. The patient received a new system approximately two weeks later. No further patient complications have been reported as a result of this event.